Event description:
The customer is unable to calibrate the axsym rubella igg reagent, lot # 57577m201 with the new calibrator, lot # 57959m100. Error code 1048 (a/b ratio too high) was generated. The customer stated that the reagent was performing well with the previous calibrator (lot is unknown). There is nothing out of ordinary in the message history log. The maintenance is up to date and all other assays are performing within expectations. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.